Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a liner and head revision to treat instability. Doi: (B)(6) 2020, dor: (B)(6) 2020, unknown affected side.

Event description:
Additional information received indicated that the surgical delay during revision was one minute. This was a revision surgery and the reason was for an acetabular cup revision. The pinnacle cup was implanted and screws were inserted into the acetabulum. Poly liner was inserted and fully seated. Surgeon trialed srom head and asked for a ceramic +12 36mm implant. I told him it was off label to put a ceramic head on a previously used taper, he acknowledged that it was off label and insisted on implanting ceramic head. Upon impaction of real ceramic head, the head split in two pieces. Surgeon said this was due to a used taper. All pieces of ceramic head were successfully removed and surgeon impacted metal srom +12 36mm head onto trunnion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.